Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 5ml ls emerald tip broke off. The following information was provided by the initial reporter: the tip has broken off.